Event description:
Per the clinic, the patient developed pain, swelling, and skin overgrowth. The patient subsequently underwent skin revision surgery under monitored anesthesia care on (B)(6) 2024, for excision of a postauricular hypertrophic scar.